Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2. E1: patient city: (B)(6). Patient country: canada.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the 2 boxes of infusion sets received were opened and the packaging of the infusion set was not sealed properly or not intacted properly on (B)(6) 2025. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 8021545-2025-02294. The initial MDR with manufacturing report number (8021545-2025-02293), was submitted on 08-sep-2024. Upon completion of the investigation, the manufacturing date was updated as 09-apr-2024. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6012759, in question was manufactured at the osted site. Threshold analysis: a query was run on 03-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6012603". The count of complaints is 1. As the count of complaints is below 3 no further statistical trending analysis is required. Device history record (DHR) review: the lot 6012759 was manufactured according to the work instruction (wi) [80] appendix 1 batchcard for production of packaging room on 09-apr-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no product returned. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.